Event description:
While performing routine checks and adjustments between pt uses of the model 3100a, a biomed technician was unable to achieve correct pt circuit calibration of mean airway pressure. There was no pt involvement.